Event description:
Patient reported having significant jaw pain due to the use of the aligners, which they believe led to tmj. This is a contraindicated patient for impacted teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/12/2025 that included this information.